Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted concurrently with revision/removal of previous implanted mesh. It was reported that following insertion the patient experienced extrusion, infection, organ perforation, fistulae, urinary problems, recurrence, and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2009, (B)(6) 2009 and (B)(6) 2010 due to mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent repair of rectum and perineum due to pelvic pain, grade 4 cystocele, large rectocele and severe urethral hypermobility.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced cystourethrocele, rectocele, urinary tract infection, midurethral obstruction, and vaginal ulceration. It was reported that patient underwent mesh removal on (B)(6) 2010 by dr. (B)(6).

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.